Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous posterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was selected to dilate the lesion. During the initial inflation the balloon ruptured at 12 atms for 20 seconds. The procedure was completed with a 2.5mm220mm coyote balloon catheter. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous posterior tibial artery. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was selected to dilate the lesion. During the initial inflation the balloon ruptured at 12 atms for 20 seconds. The procedure was completed with a 2.5mm220mm coyote balloon catheter. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Updated: device evaluated by MFR.,method codes, results codes, conclusion codes, evaluation summary attached. Device evaluated by MFR: returned product consisted of a coyote balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen and in the balloon. The device was soaked in a water bath to loosen the blood and contrast prior to functional testing using an inflation device filled with water connected to the inflation port. The device was inflated and water emitted from a balloon pinhole 20mm from the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).